Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with cystourethroscopy due to sui, hypermobile urethra and detrusor instability. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia. It was reported that the patient underwent a hysteroscopy in 2007 concurrently with d&c. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to erosion. (B)(4).